Event description:
This report is based on information provided by schiller (equipment manufacturer) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating a charging issue, during investigation at schiller it was discovered that the pacer made did not work and the error message 'hardware failure (dpm)' occurred. This complaint is concerning pacing failure.